Event description:
Customer reports performing back to back blood glucose tests on the advantage system with results of lo and 110mg/dl. No quality controls were run. No adverse event reported. A replacement was sent.